Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) hc333, (heal collar 3.5x3.5, 3mm) for evaluation. A visual evaluation and functional test were performed, signs of use was identified. The abutment threads were damaged and discolored. The abutment wouldn¿t thread into an in-house implant. DHR review was completed for the subject lot number 2023020277. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023020277 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician damages screw surface (e.g. Scratches, dents resulting in removal of screw material). Therefore, based on the available information, a device malfunction did occur. There was thread damage and the abutment wouldn¿t engage with an in-house implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
Doctor reported that abutment does not screw during placement at tooth site 35. Patient has been rescheduled for new abutment placement.